Event description:
It was reported that the patient deceased and there were a lack of transmissions from the implantable cardiac monitor (icm) to assess cause of death. There is no allegation that the death was caused by the icm.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was received with battery at eol levels due to normal depletion. The device was tested on the bench and using automated testing equipment, and no anomalies were found.